Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for bilt3 and bild2 on a cobas 8000 c 502 module. Based on the data provided, the bilt3 results were discrepant. The initial bilt3 result was 5 umol/l. The repeat result was 222 umol/l. It is not known if the erroneous low result was reported outside of the laboratory. The sample was run in a micro cup. No bubbles were observed on the same micro-cup when it was repeated. The customer is not having problems with any other tests. The customer stated instrument maintenance was up to date. There was no allegation that an adverse event occurred. The bilt3 reagent lot number was 291717 with an expiration date of 06/30/2019. No issues were identified during a review of the customer's calibration, qc and alarm trace data.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and found that the probe was hitting the edge of the micro-cup intermittently. The fsr adjusted the probe assembly.